Event description:
Limited information reported that during use of a nitrex guidewire the tip detached. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis dimensional verification: the specimen presented an overall length of 298.5cm and a finished diameter of .01320¿ to .01330¿. A gage bushing certified to be .0140¿ passed over the length of the specimen up to the proximal aspect of the fracture/shear damage. Observation findings: the specimen presented a ductile, tensile overload fracture of the core wire at an unknown distance from the distal tip. The fractured length was not returned with the specimen. The specimen also presented kink damage at 0.4cm from the distal aspect of the core wire fracture. The proximal coil to core wire joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.